Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A health care professional reported with a description of defective device at the time of procedure. Additional information has been requested.

Event description:
Additional information has been requested and received stating that before surgery the haptic on the lens was stuck to the center of the lens and was unable to be used as the surgeon declared the lens to be damaged. There was no patient contact with the product.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).